Manufacturer narrative:
A solex catheter (lot # 68834) was returned to zoll (B)(4) for evaluation. The customer reported complaint for a kinked catheter was confirmed during visual inspection. The customer reported complaint for a kinked catheter was confirmed during visual inspection. The catheter was kinked and had a bent shaft at the bottom of the proximal balloon. A visual inspection of the retuned catheter was performed. Kinked and bent shaft at the bottom of the proximal balloon of the solex catheter were noted, thus confirming the customer complaint. The balloons were examined and there were no tears, balloon bond detachment or rupture. The catheter met with resistance during flushing; however, after the catheter was straightened, all infusion ports and extension tubes were flushed without resistance. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak. Following the test, all balloons deflated successfully without any issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter (B)(4).

Event description:
A (B)(6) male patient weighing 96.6 kgs was hospitalized for fever and underwent treatment for hypothermia. A zoll solex catheter was inserted into the right subclavian vein by an experienced physician on (B)(6) 2017. Catheter insertion was smooth. The physician was able to dilate and pass the catheter; however, when she attempted to withdraw the guidewire, she had difficulty pulling it out. When she was not able to pull it out, the physician palpated that it was kinked. The catheter was removed and replaced with cool line catheter.